Event description:
It was reported that the patient felt a rising heart rate when traveling on a bumpy road hauling a trailer. When the patient stopped the sensation subsided. This has happened several times. Follow-up with the physician's nurse indicated that patient had been in for a visit at which time the physician made some programming adjustments. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 lead, (B)(6) 2012. (B)(4).